Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
This report pertains to one of the two devices used during the same procedure. Manufacturer report # 3005099803-2017-01544 pertains to the first extractor pro rx retrieval balloon and manufacturer report # 3005099803-2017-01545 pertains to the second extractor pro rx retrieval balloon. It was reported to boston scientific corporation that two extractor pro rx retrieval balloons were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloons would not deflate. The second balloon detached inside the patient's bile duct when a plastic stent was placed and was removed with rat tooth forceps. The procedure was completed with another extractor pro rx retrieval balloon. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter shaft was kinked and stretched along its length. It was also noted that the shaft was broken into two pieces. The balloon part of the device was detached and was not returned. Functional analysis could not be performed due to the condition of the device. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Manufacturer report # 3005099803-2017-01544 pertains to the first extractor pro rx retrieval balloon and manufacturer report # 3005099803-2017-01545 pertains to the second extractor pro rx retrieval balloon. It was reported to boston scientific corporation that two extractor pro rx retrieval balloons were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloons would not deflate. The second balloon detached inside the patient's bile duct when a plastic stent was placed and was removed with rat tooth forceps. The procedure was completed with another extractor pro rx retrieval balloon. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.